Manufacturer narrative:
The complaint was confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.

Event description:
Originally reported as not making "q's". On 3/16/07, the device was evaluated at the cranston facility. The instrument was noted to have wire lodged in the tip, causing the instrument to produce straight shots.